Manufacturer narrative:
The device was received with the adhesive pad completely attached to the bottom housing, and no abnormalities were found to the adhesive pad or the adhesive pad's welds. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. Investigation did find a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the exact timing and cause of the damage are unknown.

Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 36 hours. As treatment the patient removed the pod.